Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection at the wound site. The implantable cardioverter defibrillator and all the leads were explanted. Patient was stable pre and post procedure.